Event description:
A tandem mobi cartridge alarm was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer encountered the cartridge alarm 30 earlier in the day and contacted technical support later for additional issues while using the same cartridge. No prior incidents of cartridge alarm 30, 34, or 35 had been reported with the pump serial number.